Event description:
Customer states there have been 6 clotted tubes in the last 2 weeks. Specimen is "partially clotted, or microclots on the slide".

Manufacturer narrative:
Complaint statement (B)(4). Received 32pcs 454209/b230333a for evaluation. Also received 4pcs 454209/b230433a, which were unrelated to the complaint. We have no remaining inventory of the material/batch. We have no further complaints on the material/batch. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly and additive content. All tubes were visually inspected for correct assembly. No deviations were noted. Additive content was found to be within specification in all tested samples. Therefore, the alleged malfunction cannot be confirmed.